Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced blank display, button error and motor error alarm. The customer's blood glucose reading was 123 mg/dl. The customer stated that none of the buttons were working. The customer stated that the drive support cap appeared normal. The customer did not mention motor position encoder error. The customer stated that the motor error occurred during basal. The insulin pump was not returned for analysis.